Event description:
It was reported that "the thread was cut so that the anchor of the suture remained in the patient. The physician was careful to secure the anchor in the instrument before bringing it into the patient". Further information received states that "the suture broke during the procedure. The surgeon disassembled the instrument/removed the metal part to look for the top but no part remained in the patient's body". No medical intervention necessary. No patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.